Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported on (B)(6) 2019 that the patients shock impedance was seen at 110 and then 150 ohms. This was different from the patients normal range of 80 ohms. The lead was explanted on (B)(6) 2019 due to shock impedance over 150 ohms.